Event description:
It was reported that before use, auger gets stuck in m5. There was no patient impact. As per the handpiece analysis the piece of bur was broken.

Manufacturer narrative:
H3: product analysis found that visually, the inner shaft was broken 0.46 inches upon return. There were scratches and indentations on the outside diameter of the shaft which were consistent with tool marks. Additionally, there was deformation in the distal end of the outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 in the undamaged area and up to 0.363 inches in the deformed area which was out of specification. There were traces of wear on the hub bushing and indentations on the chevrons on the proximal end of the hub. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.